Event description:
Per customer, when doing spect the detector head comes down, hits pt and does not stop. Report from field service engineer was that customer refused to use pt safety pad. Co's quality assurance manager called customer on 11/4 and asked if she knew that the camera should never be used without the pt safety pad. She said that she knew it but that she took it off since the pts would bump the pad and stop the motion. She promised to keep the safety pad on.